Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and a shock for supraventricular arrhythmia. This patient is being treated with medication to control the arrhythmia and is being monitored. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.